Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address pain. There was fluid on the hip and a lot of brown-stained tissue was removed.

Manufacturer narrative:
(B)(4).

Event description:
Update jul 05, 2017: legal medical records received. In addition to what was previously reported, pfs alleges difficulty to walk, limp, limited movement, loss of mobility. After review of the medical records for MDR reportability, it was stated that the patient was revised to address painful left total hip arthroplasty secondary to wear and large pseudocyst formation. Revision note stated large pseudocyst formation with metal staining and significant tissue reaction, marked reaction along the joint capsule. There was also report of a moderate amount of fluid noted beneath the it band and posterior aspect of the hip, large amount of fluid somewhat viscous and markedly stained, small amount of debris, some large tissue fragments in the pericapsular area that were nonviable. On (B)(6) 2013, patient was involved with an mva and experienced pain after. Part and lot information were provided. Complainant information were updated. This complaint was updated on: jul 25, 2017.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor.